Event description:
The user facility reported that prior to the start of a patient procedure, the surgical table's leg section would not rise when commanded to do so. The patient was transferred onto a stretcher where the procedure was completed successfully. No injuries were reported to hospital staff or patient.

Manufacturer narrative:
A steris service technician inspected the surgical table and was unable to duplicate the reported event. The technician observed that the user facility had placed markings on the position selector lever ("lever") to identify the locations where the selector would engage and that the lever had excessive movement between articulation settings. The technician also observed that a non-steris ac power cord was in use and connected to an external electrical junction box that had been mounted to the table's base. In addition, electrical tape was applied to the power cord to make a 90 degree bend in it. The technician offered to repair the table, however the user facility declined. Steris engineering evaluated photographs of the surgical table and observed that the table's power supply wiring had been modified from its original design, the lever shift assembly was worn, and the lever cover was loose and out of alignment. This surgical table is approximately 14 years old and is not under a steris maintenance agreement nor could the user facility recall any routine maintenance performed on this table. Steris recommended to the customer that the table be taken out of service.